Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The patient developed post operative stoma site infection. On (B)(6) 2017 patient was started on IV antibiotics augmentin 1.2gm three times a day. On (B)(6) 2017, IV antibiotic was changed to oral antibiotic, augmentin 625 mg three times a day for 5 days. On (B)(6) 2017, report indicated that the infection has been cleared.